Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the second lead was exhibiting high impedances and unable to provide therapy. As such surgical intervention was undertaken wherein both the leads were replaced and therapy was restored.